Event description:
The customer called into technical support (ts) reporting that the device¿s battery was not fully charging. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer needed information regarding backup battery. The rse explained to the customer that this part may not be available.

Manufacturer narrative:
Further information was received. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user report noted. The customer replaced the battery pack to resolve the reported issue. The device passed the required performance verification tests per philips standards.